Event description:
It was reported the defibrillator was showing a therapy test fail. No patient involvement reported at this time.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the high voltage capacitor which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.